Manufacturer narrative:
D9: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a cracked lcd lens, worn downstream/upstream seals, and a loose latch handle. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump over infused. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.